Manufacturer narrative:
This report is part of a retrospective review, although no adverse event was reported, this device has had a similar malfunction that has caused or contributed to serious injury. The IFU states "the patient is to be warned by his physician of all surgical risks, including the risk of fracture or breakage. Instruments are available to aid in the accurate implantation of internal fixation devices. Intraoperative fracture or breakage of surgical instruments in general has been reported. Instruments which have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose." The taps were visually evaluated with a digital microscope and found to be broken on the threaded portion on the tap. There is no discoloration on the taps. The fracture is through the minor diameter about half way into the threaded portion of the tap and is consistent with an over torqued tap. The adjustable tap stop ((B)(4)) was not returned for evaluation. Using a 50x comparator, the minor and major diameter were inspected and found to be within tolerance. There were no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force applied to the taps. Report one of two for the same event, reference 1032347-2016-00100.

Event description:
It is reported two taps broke during use. The customer stated this was the first use of the devices. No adverse events were reported.